Manufacturer narrative:
(B)(4). Batch # n9027j. (B)(4). The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an abdominoplasty procedure, on the second or third firing, the clip partially transected a small unnamed vessel. The bleeding was minimal and was controlled with a new device. The doctor noted that it was difficult to fire before the clip was deployed. The scrub tech fired a few more clips on the back table and she said they were sticking to the one side of the jaws. Another like device was used to complete the procedure.